Event description:
On (B)(4) 2013 at (B)(6), cardiohelp unit (B)(4) when main (ac) power plug is disconnected, the console displays indicates a battery error for a short time and then display becomes black. Display can only be turned on by connecting to main (ac) power. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Complaint service record indicates that containment/correction of cardiohelp device was to replace failed battery and perform battery calibration on (B)(6) 2013. (B)(4).